Event description:
The pt is implanted with the manufacturer's left ventricular assist device (lvad). It was reported by the vad coordinator that during a storm, the power at the pt's house "flickered", and as a result the power base unit's (pbu) internal back up battery did not work properly. A review of the data log during the event confirmed the pump had stopped briefly during the power outage. The hosp provided the pt with a back-up pbu with no further issues.

Manufacturer narrative:
The device has been returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.